Event description:
It was reported that the instrument contains a loose pivot, which stops the forceps from closing tightly into the right place. The product damage has been identified during loan kit inspection by the loan kit technician. The event date and alert date are the date that the inspection took place. There are no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary - photo: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The provided evidence was not sufficient to confirm the reported event of will not open/close and loose. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary - returned device: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the reduc-forceps w/points narrow ratch-lock was broken from the weld that joints the screw with both clamps. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed the device was opened and closed several times. It was noticed that the device does not work properly since it fells loose from the joint between the screw and the clamps. This was caused by the broken condition of the weld due the screw was not properly assembled; the clamps do not work as expected. The customer allegation can be confirmed. The overall complaint was confirmed as the observed condition of the reduc-forceps w/points narrow ratch-lock would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 398.400, lot number: t204977, manufacturing site: tuttlingen, release to warehouse date: 06-nov-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.